Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and reported that the cartridge would be changed. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 281-290 mg/dl with a headache.